Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received a shock. Subsequently, this device exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel. A boston scientific sales representative reported the patient had another manufacturer's rv lead implanted that seemed to have fractured. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Additional information was received from the field that an invasive procedure was performed and a fracture was not visually confirmed. The competitive lead was successfully replaced with another lead. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequently, the device was explanted due to normal battery depletion and was returned for analysis. This report will be updated when analysis is complete.